Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on (B)(6) 2017 that the patient has tried multiple different methods of recharging that include laying, sitting, standing walking, and not using the belt. Symptoms pertaining to related pe from a previous ins were mentioned and the rep noticed that the new ins site did look red. The patient stated that they saw a temp screen on the recharger. Recharge statistics were obtained and average temperature of the antenna was 35.9 and max temperature was 38.4. The patient indicated that it was taking too long to charge. The patient's program was as follows: a1: 1.5v/490pw/40hz. 2 anodes and 1 cathode. Therapy impedance: 751 ohms and a2: 2.9v/540pw/40hz. 2 anodes and 2 cathodes. Therapy impedance: 446 ohms. Estimated recharging calculation for this program is 17 days. Coupling and charging level based on ins voltage was reviewed and it was noted that the charging device was at (B)(6) so patient did not have to sit long to charge while on the call. A new ins recharger was sent to the patient. Additional information was received from the consumer on (B)(6) 2017 reporting that the patient went to the health care professional (hcp) on (B)(6) 2017. The patient was extremely sore all weekend from being stimulated so much. The patient talked to the hcp about replacing the ins and the hcp instructed the patient to have stimulation off for 2 months in order for them to replace the ins. The patient tried not to use the therapy but the pain got so bad that they decided to go ahead and charge on (B)(6) 2017 with the new replacement insr. About 3 hours after the start of the charge session the antenna too hot symbol was seen and their back had been burning. It always burned when they charged. The patient kept charging with 8 coupling bars and ¾ being charged. The patient left it on and when it showed the ins was fully charged the patient took the insr off. By then it was close to 4.5 hours of charging which the patient thought was unacceptable. When the patient took the insr off the patient had a burned place on their back which was red from the heat of the charge. The patient sent photos of their back to a manufacturer representative. Another representative had been information of the pain, overheating , and burning at the appointment on 2017-06-11. The patient turned the ins back on and had it on most of the day but then turned it off when they went to bed. The patient turned it back on because they were hurting but then through the night the patient had to turn it off again because it was throbbing. The patient had to charge halfway through the night. The patient took the insr off because they could not stand to charge anymore. The patient had not charged in the morning because they were sore from it. It was noted that this was the 3rd charger that the patient had tried. It was reported that when the patient was with the representatives they interrogated with the clinician programmer and it showed that the patient had not charged since (B)(6) which the patient stated was not true. It was also reported that the patient had not been getting the coverage which was why they put another ins in. Additional information was received from a manufacturer representative on (B)(6) 2017 reporting that the recharger was replaced on (B)(6) 2017 the issue was still unresolved. This was confirmed with the physician/account. No further complications were reported. Additional information was received from the consumer on (B)(6) 2017 reporting that the stimulator was not working and confirmed that they meant the recharger was overheating. The patient could not turn the stimulator on now because the battery started heating up their back even without the charger. It was reported that the hcp had already done ¿mris, cat scans, and everything.¿ per the patient, the hcp had told the patient that the issue was not with the implant battery. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth.

Manufacturer narrative:
Other applicable components are: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
Information was received from a consumer through a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. It was reported that the patient's ins site heated and recharger shut off before a full charge. The rep suggested to place a towel over the implant site during recharging and the patient stated they already do that. Patient was also very upset that the manufacturer representatives that had been available are no longer with the company to assist and support them. The rep offered to see the patient and send a clinical specialist however the patient declined. Additional information was received from the patient through an email. The patient reported that their issues with the ins occured in the last 11 months. The patient stated their condition started out with rsd and has turned into crps which is debilitating. The patient stated having a device that was not working properly only complicated their condition every single minute. Patient was also frustrated that the customer service did not have the 3/4 of their history documented. Patient has been dealing with a defective spinal cord stimulator for several months that was overheating, not keeping a charge and they were in physical therapy since july of last year due to the spinal cord stimulator issues. Patient is tired, upset, confused and in pain because the manufacturer couldn't fix their device. The patient stated the device was still behind the curve ball in technology and the manufacturer had no clue how to repair/fix what they currently had in their patients. Patient asked their physician to remove the device and replace it with one that will work and technology is current.